Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, the reported conditions of the device having an unintended activation/ motion and running in locked position were confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power module device had an unintended activation/ motion, ran in locked position, and would not charge. It was further observed that the neck of the housing was cracked/ damaged due to a fall. It was determined that the service light-emitting diode (led) indicator displayed an error/on. It was further observed that the device had a component damage. It was further determined that the device failed pretest for general condition and lever function, information button and self-test, charging and checking of power module in charger ubc ii, check for unintended motion with handpiece, check in ¿off/lock¿ mode with handpiece, function ¿ test and saw ¿ test. It was noted in the service order that during pre-surgery, it was discovered that the device did not work anymore. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.